Event description:
It was reported that the device did not record any egm on the atrial high rate (ahr) episode, only markers were present. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.